Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. This medwatch report filed includes the registration number for impact medical. Zoll acquired impact medical and will be using the zoll registration number on all future medwatch reports.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed an unknown "gas intake" failure and stopped ventilating. No further information was available. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.